Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse reported that the patient's skin began to breakdown upon using medical tape to hold the lifevest wires down. The patient's nurse removed the tape and readjusted the patient's lifevest. Follow up indicated that the patient's skin irritation improved.